Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window was torn near the lap joint section, and there was imaging core windup. The media returned by the customer was inspected and showed that the device was kinked. H6: device code: updated.

Event description:
It was reported that a catheter issue occurred. The 78% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported. However, it was further reported that the media attached shows catheter kinked.

Event description:
It was reported that a catheter issue occurred. The 78% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported. However, it was further reported that the media attached shows catheter kinked.

Manufacturer narrative:
H6: device code: updated.

Event description:
It was reported that a catheter issue occurred. The 78% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported.